Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Exeter stem broke 1.5 years after implantation.

Manufacturer narrative:
An event regarding a fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: {...} cup malposition in low inclination with lack of anteversion and a medialized lower cup rim in the acetabular bone in combination with inappropriate use of an offset cup liner and use of a skirted femoral head in a morbidly obese patient have contributed to an overload condition in the arthroplasty with fatigue accumulation and ultimately a fatigue fracture of the exeter stem neck exactly at the level of peak overload. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that {...} cup malposition in low inclination with lack of anteversion and a medialized lower cup rim in the acetabular bone in combination with inappropriate use of an offset cup liner and use of a skirted femoral head in a morbidly obese patient have contributed to an overload condition in the arthroplasty with fatigue accumulation and ultimately a fatigue fracture of the exeter stem neck exactly at the level of peak overload. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Exeter stem broke 1.5 years after implantation. Update on 04 dec 2018 states; {...} a review of the provided medical records and x-rays by a clinical consultant indicated: {...} cup malposition in low inclination with lack of anteversion and a medialized lower cup rim in the acetabular bone in combination with inappropriate use of an offset cup liner and use of a skirted femoral head in a morbidly obese patient have contributed to an overload condition in the arthroplasty with fatigue accumulation and ultimately a fatigue fracture of the exeter stem neck exactly at the level of peak overload.